Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 390 mg/dl at the time of the incident. The customer was at 477 mg/dl at the time of the call. The customer used the pump, manual injections, and was given intravenous insulin to treat. The customer experienced symptoms such as elevated heart rate. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer had a bent infusion set cannula. The customer alleged pump under delivery. Troubleshooting was not completed and did not resolve the issue. The insulin pump will be returned for analysis.